Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.